Manufacturer narrative:
Type of device, name, corrected data: the initial manufacturer report inadvertently reported the programming software as the suspect device instead of the programming computer. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
Additional information was received stating that the epileptologist¿s handheld device ¿just needed a battery¿ and resolved the reported issues. Attempts for clarifying this information have been unsuccessful to date.

Event description:
It was reported that the epileptologist was having issues with his handheld device. While attempting to perform screen alignment, the handheld reportedly froze on the 3rd of 4th step of the screen alignment prompt. A hard reset was attempted but could not be completed as the handheld was unresponsive. The handheld battery was removed and reinserted but the issues continued to occur. Follow-up revealed that the handheld device was now working. No additional troubleshooting was performed but the handheld¿s issues had resolved. The handheld device has not been returned to date as the issues have resolved.